Event description:
On (B)(6) 2009, patient completed a left total knee arthroplasty. On (B)(6) 2012, due to loose total knee arthroplasty of left knee, a revision of the femur and tibial component was completed.